Event description:
It was reported by the customer that a bd pyxis medstation es system had door failure. The customer added that this malfunction prevented user from dispensing albumin, zosyn, remdesivir medication causing a 30-minute delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door failure caused delay in accessing medications. A field service engineer replaced latch to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door failure caused delay in accessing medications. A field service engineer replaced latch to resolve. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had door failure. The customer added that this malfunction prevented user from dispensing albumin, zosyn, remdesivir medication causing a 30-minute delay. There were no adverse events or injuries reported based on this event.